Event description:
The armboard for operating room bed was attached to the doro headrest system and was bumped. The armboard fell off the bed with patient's arm attached. There was a 1/4 inch too large measurement of the armboard fitting over the doro headrest side rail. There is no stop method on the railing to prevent it from sliding off the narrow short railing.what was the original intended procedure?craniotomy.